Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "for arterial catheter, a kink of the white lumen near the red suture wings was noted blocking the catheter. Due to the issue a replacement was required of a new arterial catheter. Failure occurred several times. There was no patient injury or harm due to the reported issue, only the replacement of the catheter was required." Associated complaints 3006425876-2024-00656 and 3006425876-2024-00655.

Manufacturer narrative:
(B)(4). The report of a kinked catheter was confirmed through complaint investigation of the returned sample. The customer returned one 20 ga arterial catheter for evaluation. Signs of use were observed on the catheter body and luer hub. Visual inspection of the catheter revealed one kink near the juncture hub and one additional kink midway down the catheter body. The catheter met all relevant dimensional and functional requirements, and a device history record review performed based on sales history did not reveal any relevant findings. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "for arterial catheter, a kink of the white lumen near the red suture wings was noted blocking the catheter. Due to the issue a replacement was required of a new arterial catheter. Failure occurred several times. There was no patient injury or harm due to the reported issue, only the replacement of the catheter was required." Associated complaints (B)(4).